Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer stated they went into the ocean. The insulin pump is unresponsive. The insulin pump failed self-test. The customer was advised to discontinue the use of the pump and revert to back up plan. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The pump was received with corroded keypad traces. The pump had a corroded motor home switch. The pump was received with a corroded battery tube, a cracked case at the display window corners, a broken belt clip slot, broken battery tube threads and minor scratches on the lcd window.